Manufacturer narrative:
Medwatch# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when patient was being hooked up to sledd (sustained low-efficiency daily dialysis), while pulling and pushing with saline syringe, a small pinhole was discovered on clear plastic tubing of catheter. There was no reported patient outcome.